Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve it was noted that the patient had an annulus perimeter of 75 mm with an adequate diameter and good conditions for bilateral transfemoral access. Subsequently, access was obtained using the right transfemoral artery and the valve was implanted in the patient. Difficulties were noted during hemostasis of the main access route due to failure of the suture mediated closure device. Manual compression was attempted; however, this was unsuccessful. Hemostasis was surgically achieved. Final angiography confirmed complete hemostasis and the procedure was concluded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve it was noted that the patient had an annulus perimeter of 75 mm with an adequate diameter and good conditions for bilateral transfemoral access. Subsequently, access was obtained using the right transfemoral artery and the valve was implanted in the patient. Difficulties were noted during hemostasis of the main access route due to failure of the suture mediated closure device. Manual compression was attempted; however, this was unsuccessful. Hemostasis was surgically achieved. Final angiography confirmed complete hemostasis and the procedure was concluded. Additional information was received indicating that the access site injury occurred at the end of the procedure. Four days after the procedure, a cerebral infarction was noted.